Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 387 mg/dl and 80 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range spec during control solution testing. The meter was returned and according to the internal memory log of the meter, the customer received readings of 315 mg/dl and 81 mg/dl in a 10 min timeframe.